Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff had mesh implanted to repair a hernia. Later plaintiff was hospitalized for placement of a drain. Surgery was performed in (B)(6) 2012 in which 2 feet of plaintiff's bowel was removed. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and /or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. This report is based upon allegations made in a lawsuit in which atrium medical is named defendant.